Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The unspecified air alarm was identified during functional testing and the alarm log review as a f-50 (master cpu received a trap interruptand) alarm and a f-94 (configuration option settings checksum is not 0) alarm. The cause of the condition was determined to be a damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified air alarm. This occurred during device setup. There was no patient involvement. No additional information is available.